Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? There is a clip jammed in the jaws. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Resident did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No the analysis results found that the device was received with the handle and shaft damaged. The cam was found bent causing that the jaws would not open and close as intended. No functional testing could be performed due to the condition of the returned device. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device froze while in the patient. The device jammed and there is a clip jammed in the jaws. The trocar is still attached and had to be removed with the device. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.